Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. (B)(4). Results of investigation: carefusion certified service technician was able to verify the customer's reported issue. Visual inspection revealed a damaged power flex circuit with burned pins. The service technician replaced the power flex circuit. The service technician replaced the missing side lemo pigtail. The service technician was unable to verify whether ventilator was able to charge or not due to the damages on the unit. Unit was not connected onto to service test equipment to prevent further damages. Unit passed all testing and met all carefusion manufacturer specifications.

Event description:
It was reported to carefusion that revel ventilator is missing pigtail and unable to charge. The customer confirmed there was no patient involvement associated with the reported issue. During service evaluation, it was identified that there were burned pins associated with pigtail area.